Event description:
A site reported an intermittent loss of telemetry monitoring for several minutes at a time for multiple patients due to a presumed cic motherboard failure. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.